Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on 04/01/2023. It was reported that the patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, pimples, blisters, and pustules under the sensor pod. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. On the same day, the parent took the patient to see a healthcare provider who prescribed oral antibiotics (cephalexin 15 ml three times per day for ten days) for the skin reaction. At the time of the report, the parents stated the reaction has subsided. No additional event or patient information is available.